Event description:
Resident sitting wheelchair. Requested return to bed. Cna obtained lift to transport resident. Lift pumped to proper height. Resident's position on the pad in wheelchair evaluated for proper position prior to move. Wheelchair locked prior to attempted move. Lift chains hooked into 9th link from the top with "s" hooks facing outward away from resident. Horseshoe base opened to widest position and positioned outside wheelchair. Release valve closed, resident's arms positioned outside chains and grasping steering bar. All "s" hooks and chains re-evaluated for proper positioning prior to movement of lift. Hydraulic pump initiated to elevate resident approx 6" above wheelchair seat. After having moved less than 12" toward the bed, resident began to slip forward off of pad and on to the floor. Lacking any lower body weight bearing capabilities, the resident fell to the floor severly lacerating and fracturing left ankle and femur. Emergency transport to hosp was accomplished immediately, where resident underwent emergency surgery. Add'l surgical procedures were required, also, on 11/22/94. Prognosis and outcome are yet to be determined.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device use continued with restrictions/limitations, inserviced by other facility staff, other. Invalid data - on device destroyed/disposed of status.